Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator was not reaching the setpoint temperature due to dirty coils. A field service engineer resolved the issue by cleaning the coils. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator's temperature was out of range. The customer stated that this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.